Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported had emergency visit due to high blood glucose. Customer's blood glucose was 528 mg/dl. Troubleshooting was done. Customer was treated with insulin and fluids. Customer stated she had stomach ache and checked her blood glucose was 528 mg/dl. She noticed the insulin was leaking out and noticed the cannula was bent. Customer stated starting to go into diabetes ketoacidosis and had ketones. Customer was wearing the insulin pump during the emergency visit. No further information provided.